Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited less than 200 ohms impedance. Loss of capture was also noted for a few seconds. The lead was capped and replaced.